Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image is no longer displayed due to the failure of ccd unit. The failure of the ccd unit is caused by the material deterioration of the ccd sensor due to ultraviolet rays. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The event date is (B)(6) 2021 when the no image phenomenon was noted. The reporter¿s occupation and health profession are unknown at this time. The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ it won't light up and it did not work¿ was confirmed. There was no image displayed due to faulty charge-coupled device (ccd). In addition, a shortage was noted in the cable causing an intermittent horizontal streaks in image. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, the unit would not light up or work. There was no report of patient injury. No further information was provided. The device was returned for evaluation and found to have no image which is considered a reportable malfunction.